Event description:
The event is reported as: "complaint alleges during use on a pt; that the water clamped and no high heat alarm or shut off occurred. The pt's secretion increased and was suctioned with difficulty." No pt injury reported.

Manufacturer narrative:
No sample is available for he MFR to evaluate. A follow-up report will be sent when completion of investigation.